Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, loss of capture and change in impedance were observed. The physician suspected this was due to the lead touching a previously capped lead. The lead was explanted and replaced.